Event description:
It was reported that during the patient's hospital stay following a pacemaker generator replacement, the right ventricular (rv) lead exhibited noise oversensing, resulting in pacing inhibition lasting between one and two seconds. The patient also experienced dizziness associated with this event. Consequently, a revision surgery was performed, during which an additional lead was implanted, and the rv lead was repositioned. No further adverse patient effects were reported. This pacemaker remains in service.